Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was moisture behind the display and near the battery compartment inside the pump. A display lens leak was confirmed with evidence of moisture all inside the pump. Unrelated to the original complaint, the keypad was punctured and the up arrow button had an intermittent response. There was no evidence of contamination on the button contacts when the keypad was removed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.